Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively, the device suture caused granuloma to the patient and needs to have second surgery to re-excision that result to tissue damage. The patient currently have intralesional steroids.